Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the clip fixator failed when trying to fix the clips to the tissue in the act of execution. The tacks were unable to be fired normally from the device. The product was changed to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.